Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose. The customer¿s blood glucose was 546 mg/dl at the time of incident and current blood glucose level was 487 mg/dl. Customer did not experienced any symptoms related to high blood glucose. Customer did not feel ok and did not want to trouble shoot for high blood glucose. Customer mother also stated that the insulin pump had pump error a broken force sensor was detected during seating or regular delivery and had a frozen display and critical pump error. It was also stated that he insulin pump did not working properly and insulin delivery stopped. Trouble shooting was performed. Customer was unable to successfully clear the alarm and display as not completely blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm frozen screen, unexpected battery power loss, a broken force sensor was detected during seating or regular delivery error alarm and bolus stopped alarm due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.